Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. Evaluation revealed that the pump does not power on. There was moisture present in the pump. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient wore the pump while swimming with a known ripped/torn keypad and while swimming, the pump lost power and would not power on again. The reporter stated that numerous new batteries were tried in the pump and there was still no power. The reporter stated that the keypad had been damaged for a while. The battery cap reportedly secured tightly and was not damaged; however, the reporter also stated that the battery cap had never been replaced on the pump. The reporter denied damage to the battery compartment. The reporter confirmed that there was moisture present behind the display. There was no reported adverse event associated with this complaint. This complaint is being reported because at the time of contact, the power loss issue remained unresolved.